Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as a result of oversensing noise signals with pacing inhibition. The patient is not dependent and there were no reports of asystole observed. A new rv lead was successfully implanted. No additional adverse patient effects were reported.